Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed several power disconnect alarms which may be the result of a corrupted smbus. A critical battery alarm was also detected. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to loose connectors on power ports 1 and 2. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The most likely root cause of the reported power disconnect alarms can be attributed to a communication error. An internal investigation has been opened by the supplier to address the issue of loose connectors. Heartware has opened an internal investigation to address the issue of loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the patient that the controller had a loose connection on battery port 1 that lead to frequent "power disconnect" alarms. As a result, the patient performed a controller exchange at home. The patient remained asymptomatic throughout the exchange. The exchange resolved the issue and the patient reported no further alarms. No further information was provided.